Manufacturer narrative:
The previous short to shield was reported under MFR. Report #2916596-2019-01559. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced flank pain. The patient had a known short to shield and pump stops. The the patient received a full length percutaneous lead repair. During log file analysis, multiple pump stops and low speed hazards were observed. It was later reported that the patient received a pump exchange due to a recurrence of the issue. During the exchange, the patient went into ventricular fibrillation and was shocked four times. After the exchange, the patient experienced an allergic reaction to the blood products and received benadryl and steroids. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information device evaluation: evaluation of heartmate ii lvas, confirmed internal driveline wire damage that would have contributed to the reported pump stoppage event captured within the submitted log file. Pump was returned assembled with the driveline cut approximately 0.5 inches from the pump housing, a segment measuring approximately 8.5 inches was returned, and another segment measuring approximately 2.5 inches was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. The segments of driveline that were returned with the pump were tested for continuity in the conditions that the pump was received and did not reveal any discontinuities or shorts. The silicone jacket was unremarkable, and the bionate layer was discolored but otherwise unremarkable. The metal braided shield had severe breakdown on the 8.5 inches segment approximately 6 inches to 7 inches from the pump housing. The layers were carefully removed from the driveline in order to evaluate the underlying wires. Visual microscopic examination of the driveline revealed insulation breaches on the 8.5 inch segment of driveline to the orange wire approximately 6 inches from the pump housing, to the black wire approximately 6.5 inches from the pump housing, to the red wire approximately 6.75 inches from the pump housing, and to the orange wire approximately 6.75 inches, 6.875 inches, and 7 inches from the pump housing. The areas of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The remaining portions of all segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The pump stop observed while operating on 14v batteries would have occurred if the conductors from any of the exposed wires made contact with each other or simultaneous contact with the metal braided shield, resulting in a phase to phase short. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms the heartmate ii lvas IFU rev. H (document# 106020) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook (document# 106022 rev. G) is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was needed. The manufacturer is closing the file on the event.